Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first intubation, the device's pilot balloon did not stay inflated and re-intubation had to be performed. However, the second device had the same issue so hemostats were used to maintain pressure in the balloon but clearly a safety issue.